Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 25 alarms noted on detailed trace/long trace downloads. However, the power graph analysis confirmed low battery, power loss, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump gave power error 25. The customer¿s blood glucose level was not provided at the time of the incident. The customer further reported the error returned every 4 hours. No further information was provided at the time of call. The insulin pump will be returned for analysis.